Event description:
It was reported by the user that there was too much bur wobble and chatter during a case. Too much bur wobble and chatter could result in unintended cutting during a procedure. There was no delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user that there was too much bur wobble and chatter during a case. Too much bur wobble and chatter could result in unintended cutting during a procedure. There was no delay, no medical intervention, and no adverse consequences reported with this event.